Manufacturer narrative:
This supplemental report is being submitted to provide additional information (d8, d9, h4) and legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector on the video system center was broken. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.